Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the report of the drawer malfunction was confirmed by fse. According to wo: (B)(4): the fse reported that they replaced the half height drawer. Had the customer inventory from drawers. No visible damage or any other anomalies were found during the inspection. During laboratory testing it was observed that the retainer cages had shifted from their designated positions on both drawer locations. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported malfunction was determined to be a mechanical failure within the slide rail assembly. Specifically, the retainer cages had migrated from their intended positions, resulting in the unintended exposure of ball bearings within the rail mechanism.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had failed. As per part investigation, it was determined that retainer cages had migrated from their intended positions. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed to open. A field service engineer (fse) replaced half height drawer to resolve the issue, and the customer inventoried the drawers to verify the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.